Event description:
As reported by hospital in another country, a non-valved PICC device (no upn available) was implanted in the patient in 2008. Five days later, leakage was noted, and three tears in the catheter were visualized. One of the tears was distal to the suture wing, but external to the patient, as the tear was less than 0.5cm from the suture wing. There were no reported adverse affects to the patient, and, as IV antibiotics were discontinued there was no need to reinsert the PICC. The used device will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, to date it has not been received. Therefore a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.